Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump gave loss of prime alerts. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1: date of submission 21-mar-2018 - device evaluation: the pump has been returned and evaluated by product analysis on 12-mar-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The pump was exercised for 24 hours and the loss of prime was not duplicated. The force calibration testing passed. The allegation of a loss of prime was unable to be duplicated during investigation.